Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited loss of capture (loc) for its right atrial (ra) lead. Technical services (ts) was consulted and discussed stored data as well as the device programmed output, with further in clinic examination recommended and adjusting the output based on results. This device remains in service. No adverse patient effects were reported.